Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. During preparation of a 4.00 x 20 synergy drug-eluting stent, after removing the stent protector sheath, the stent was pulled from the delivery system and was held within the sheath. The procedure was completed with another of the same device. No patient complications were reported.